Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the programmer had a system test failure; the programmer displayed an error code at start-up halting the system. The x-y board (display/touchscreen) was out-of-specification and was replaced. The cord bay was broken; the left latch cord bay was almost broken off. Upper and lower bullets were worn; both replaced. Keyboard was damaged; it was replaced. Both keyboard hinges were damaged; both hinges were replaced. The connector of the stylus was broken, the stylus was non-functional. The stylus was replaced. The lower hinge support plate was cracked. The upper handle was cracked also. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a system test failure. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.